Event description:
It was reported after a laparoscopic cholecystectomy the pt had a cystic duct leak and required extended hospitalization. The surgeon told the rep it was because the ees "stapler failed." The device used was the er320 clip applier. The dr said the device was returned to ees, but there was no knowledge of the problem or the device when the rep checked with the staff at the hosp. The surgery was either 08/28/1997 or 08/29/1997.